Manufacturer narrative:
It is a known issue that no magnetic materials should be brought into the mr examination room. Also, warning signs were present at this site. A possible cause of this event seems to be a site training issue. We are only reporting this event because a serious injury could have happened when such a magnetic object is brought into the examination room.

Event description:
A man, who is part of the cleaning crew, tried to use a metal floor buffer in the mr examination room. The metal buffer was drawn into the mr's magnet causing significant damage to the magnet. The man fortunately only experienced a sprained wrist. The man ignored the posted warning signs.